Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: pt. #1 inratio, lab respectively: 1.5, 3.89. Pat. #2 1.6, pat. #3 1.8, (tested 2/2006), 2.9 (tested 2/2006).